Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device no, unable to duplicate the customer stated problem. Testing was performed and the device did not have blockage issue. The device passed all functional tests and ran the program for an extended period of time with no issues occurring. Therefore, no problem found with the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a smiths medical cadd pump had a blockage issue. No adverse patient effects were reported.